Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen was functioning as intended.